Event description:
Additional information received reported that the manufacturing representative believed everything went well with the pocket revision and the patient was able to charge normally. Additional information received reported that everything went well and the patient was able to charge normally.

Event description:
It was reported that the patient could not get any coupling boxes on the recharger. The antenna locate feature did not resolve the issue. It was suggested that another recharger be used and the pocket depth be investigated. It was further stated that the patient was being scheduled for a pocket revision. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).